Manufacturer narrative:
Although requested, the device was not returned and additional information regarding the event was not provided. As a serial number for the device was not provided, the associated device history record was not reviewed. The trend analysis, risk analysis and/or directions for use review were considered acceptable, with the product performing within anticipated rates. Based on the available information, the root cause of this event could not be conclusively determined.

Event description:
It was reported that after implantation of an intraocular lens (iol) in the eye, the lens was explanted. Additional information including reason for explant was requested but not received.